Event description:
It was reported that the pressure exceeded and the cardiohelp displayed the error message : "pump disposable error ¿ stop¿. The pump stops due to the ¿pump disposable error¿ during treatment.no harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the pressure exceeded by customer. Further, by reviewing the log files the cardiohelp a "pump disposable error-stop" was detected, which was not reported by the customer. The reported "pressure failure" could be confirmed within the log files. This complaint was deemed as reportable due to the pump during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The fst performed a complete maintenance but the failures were not reproducable. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Device was handed over to the customer. Investigation for the reported failure "pressure exceeded": no exact root cause could be identified for the reported failure; "pressure exceeded". However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: - disturbed (emi) pressure sensor - response time is too long - too high / low atmospheric pressure according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. Investigation for the failure "pump disposable error": the most possible root cause for the "pump disposable error" can be linked to user related factors. Within the related support case the event was analyzed by getinge technical experts and it was determined, that the disposable was probably removed when operating the device and was not correctly locked in place beforehand. As stated in the instruction for use (IFU, cardiohelp system, chapter check before every application): ¿before application, ensure that the cardiohelp-I is securely fixed and correctly installed and that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device¿. The device was manufactured on 2015-09-17. The review of the non-conformities has been performed on 2024-06-14 for the period of 2015-09-17 to 2024-06-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "pressure exceeded" could not be confirmed. Based on the results the reported failure "pump disposable error" could be confirmed within the log files, but could not be reproduced by fst. In order to avoid the re-occurrence or the failure "pump disposable error" the customer will introduced to follow the instruction for use. The customer will be informed about the results by the getinge sales and service unit. The occurrence rates were calculated for the reported issues and it was determined that this is no systemic issue. Therefore, no remedial action is required. The occurrence rates related to the reported issues are currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.